Event description:
The autopulse was initiated for chest compressions during a resuscitation attempt. A freshly charged battery had been placed in the device 8 hours earlier. Another battery had been placed in the charger at that time. During the resuscitation, the device functioned for 2-3 minutes. Manual compressions were initiated. The first battery was then replaced with one that had been charged. After replacing the battery, the device functioned for only 3-5 minutes. Manual compressions were initiated and used for the duration of the resuscitation. After the second battery was placed, the device prompted the operator to start-restart-start continuously. Both batteries indicated a low battery warning on the autopulse while in use even though they had been charged. When the operator was unable to get the device to work they attempted to re-boot it. They were unable to turn the device back on from the "off state."